Event description:
It was reported that during a breast biopsy procedure, the tip of the outer catheter was broken and was left in the breast. The case was completed with a like device with no patient consequence.